Manufacturer narrative:
Concomitant medical products: 383069, lead; 5076, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a longevity estimator software error displaying a longevity in the offset zone. It was noted that the battery depletion may be considered rapid due to increase in left ventricular (lv) lead outputs and far field r-wave (ffrw) oversensing of the right atrial (ra) lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.